Event description:
It was reported that the patient received inappropriate shock by the implantable cardioverter defibrillator (ICD). No further information was provided.

Event description:
New information received indicates that the implantable cardioverter defibrillator (ICD) was explanted on (B)(6) 2026.